Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s ins was overdischarged and cannot turn on/off, as they are unable to ¿find¿ (communicate/connect) with their ins by using their patient programmer (pp) or recharger (insr). However, it was reported that both the pp and insr were working. Everything worked, except for the patient¿s ins. Again it was reported that the patient was having a hard time recharging their device, and one day it just stopped charging. It was reported that the patient needed the device fixed or removed, because she needed an MRI done due to having terrible migraines. The migraines were reported to be unrelated, but it was also stated that they recently got worse. The patient was provided a list of healthcare providers to follow-up with, since the patient had moved and didn't currently have a managing physician. It was unknown when the event occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for spinal pain and peripheral neuropathy. It was reported that the patient¿s stimulator and remote control have not worked for ¿months¿ and this has been an ongoing issue. There are issues with the implantable neurostimulator and remote control. The patient¿s issue may be in regards to recharging. There were no patient symptoms reported.